Event description:
It was reported to philips that the the system failed to power up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system failed to power up. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found a generator-related issue. To resolve the issue, fse replaced hivo and successfully completed calibration. The defective part was sent for analysis, for hivo high voltage transformer failure was found and the failure was found to be an hv symmetric fault. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.